Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during cataract surgeries on different dates ophthalmic operating system exhibited collapses and instabilities. However, the surgery on one of the dates was completed on the same day without any patient harm. Additional information has been requested but is not available at the time of this report.